Manufacturer narrative:
As no sample could be provided for further investigative testing, a specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for three samples from one patient. Of the data provided, only the free triiodothyronine (ft3) results were found to be discrepant. The questionable result obtained by the customer on a cobas e411 analyzer serial number (B)(4) on (B)(6) 2014 was >32.55 pg/ml. One sample from the patient was submitted for further investigation. The result obtained on a cobas e411 analyzer during investigation on (B)(4) 2014 was 32.51 pg/ml. The result obtained on a centaur analyzer during investigation was 3.0 pg/ml. With 25% peg addition, the ft3 recovery dropped (43%) and the recovery after protein a dropped (94%). With hplc, the sample showed an ft3 peak at 27 minutes. Based on these results, an interaction with macro- molecules igg was suspected. This could not be confirmed as additional sample material was not available for further investigation. The specific root cause for this event could not be determined. The investigation results were reported to the customer. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. No adverse event has been reported.